Event description:
Upon deploying the vascular angioplasty balloon, the balloon separated from the catheter and got stuck in the pt's left leg artery. Multiple attempts to retrieve the balloon were unsuccessful.